Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4)

Event description:
A manufacturing representative reported that low impedances of 1 ohm were measured on electrode pairs 8-9, 8-10, 8-11, 9-10, and 9-11 and 2 ohms was measured on 10-11 on the right side. Low impedances of 37 ohms were measured on electrode pair 0-1 on the left side. The patient had fallen out of their bed in (B)(6) 2015. The patient indicated that therapy was good, but they were a little shakier. The manufacturing representative was not able to see the patient as shakier. The right side was programmed to c+, 9-, 10 at 2.5v, 60 usec, and 150 hz with therapy impedances of 419 ohms. The left side was programmed to c+, 3- at 2.4v, 60 usec, and 150 hz with a therapy impedance of 1091 ohms. Recharging had been taking a longer since (B)(6) 2015 and the patient had to charge every other day. The patient was getting eight coupling bars and they had to charge for more than one hour to reach 70 percent. The manufacturing representative stated the dates on the clinician programmer were not correct. The patient was referred to a surgeon for a possible revision. A revision was done and the extension was replaced. The surgeon initially opened the lead and extension site and the boot was not fully covering the junction. The surgeon wiped the junction and cleaned the lead and extension before covering the connection with another boot. Impedances were measured, but the issue was not resolved. The extension was replaced and impedances were then measured to be normal on the right side.